Manufacturer narrative:
It was reported in error that the device failed pretests for check the triggers and ecu function, check switching function, check the oscillation angle and check the off/oscillation/on switch mode function.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device control unit did not function. It was noted that the electronic control unit and the motor were faulty. It was further determined that the device failed pretest for functional test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device control unit did not function, both the motor and controller were not functioning properly and some internal components are worn and damaged. It was further determined that the device failed pretest for check the triggers and ecu function, check switching function, check the oscillation angle and check the off/oscillation/on switch mode function. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.